Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00681 and 3005099803-2009-00744 for the other associated device information. It was reported to boston scientific corporation that four resolution clip devices were used during a esophagogastroduodenoscopy (egd) performed on (B)(6) 2010. According to the complainant, during the procedure, while the scope was in a retroflex position, a total of three out of four clips malfunctioned. The first clip was closed on the tissue and when they deployed the clip the clip opened up and fell into the patients' stomach. There were no attempts to retrieve the clip with no harm to the patient. The second clip was positioned within the stomach however, the clip would not open. The entire clipping device was removed from the patient. The third clip was positioned within the stomach however, the clip would not advance out of the sheath. The entire clipping device was removed with no visible damage to the device. The fourth resolution clip device was used to complete the case. There was a delay in the procedure, however it was reported that the delay did not exacerbate the bleed. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) (failure to maintain). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).